Manufacturer narrative:
The user reported differences between sg and bg values. Based on additional monitoring, the blood glucose (bg) values entered aligned well with the sensor glucose (sg) trends following the sensor relink. Given this consistency, the user was advised to continue using the system and calibrate as instructed. The user reported that their readings are now only 2 to 3 points off and confirmed that the system has successfully readjusted. A review of dms data confirmed that the user is currently using the system with up-to-date information.

Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements.no injury or medical intervention was reported.